Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use three resolute onyx drug eluting stents to treat a lesion located in the ostium of the left anterior descending (lad) artery. The lesion was reported to be severely tortuous, severely calcified with 80% stenosis. It was reported that for ronyx27515x no issues were noted removing the device from the hoop/tray. For ronyx30015x and ronyx30022x no damage was noted to packaging. For the ronyx27515x, stent deformation occurred. For ronyx30015x and ronyx30022x, stent deformation occurred during positioning/advancement. No patient injury reported.

Manufacturer narrative:
Additional information: patient medical history: ex-smoker, previous ami in 2008, very deteriorated lvef, underwent myocardial revascularization surgery with 3 grafts: ita-lad, svg-om, svg-rca, occasionally presents with angina at rest. A stress test resulted positive for ischemia, and he was sent from his regional general hospital for cardiac catheterization. Coronary angiography: left coronary artery: diffuse disease from ostium, distal segment with 80% lesion due to eccentric plaque. Left anterior descending artery: chronic total occlusion from ostium, timi 0 distal flow. Circumflex artery: non dominant, large-caliber vessel, with 60% proximal lesion which extends to the proximal segment of om1, distal segment of the small-caliber, short circumflex, timi 3 distal flow. Large-caliber, long om1, 60% lesion in proximal segment. Timi 3 antegrade flow. Contrast medium visible moving to a small position in the venous graft which is occluded. Right coronary artery: dominant, large-caliber vessel, with significant diffuse disease from proximal segment; chronic total occlusion with timi 0 flow at the start of mid segment. Vessel distality visible via collateral circulation from the rca and other arteries (rentrop grade 2). Venous grafts: occluded from the proximal segment. Mammary graft: no significant angiographic lesions, with anastomosis in the distal mid segment of the lad. 3.0 x 15 mm resolute onyx stent is moved from the lca into the proximal circumflex, and is deployed at 16 atm. An unsuccessful attempt to insert a 3.0 x 22 mm resolute onyx stent was made. Another shorter stent was then tried: the 2.75 x 15 mm resolute onyx , which became dislodged and stuck in the coronary artery, and has to be recovered with the guidewire crossing technique. The guide catheter is successfully retrieved, but it pulls out the previously implanted 3.0 x 15mm stent. Control angiography shows dissection at the level of the coronary artery to the circumflex, which extends to the distal om, with loss of flow and hemodynamic instability. Non-mdt 0.014" guidewires were inserted to the distal om, enabling a 2.5 x 15 mm resolute onyx stent to be inserted to the distal om, and deployed at 20 atm. Then another resolute onyx 2.75 x 30 mm was inserted and connected to the former, and deployed at 20 atm. Next, a resolute onyx 3.0 x 34 mm stent was inserted and connected to the previous one, and deployed at 20 atm, restoring timi 3 antegrade flow. Finally, a resolute onyx 3.5 x 12 mm stent was connected to the previous one, covering the entire length to the ostium of the coronary artery, and was deployed at 22 atm with angiographic success. Post-dilatations performed at all connecting points. Final result: timi 3 flow to distal om, with no dissection data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: blood tissue was visible throughout the stent. The stent was returned for analysis off the delivery system. Delivery system was not returned with the stent for analysis. Stent was returned loaded on guidewire. As stated previously in the event description a stent (pli-10) had become dislodged, and while the guidewire was recovering this particular stent, it pulled out implanted stent (pli-20). Therefore, stents were returned wrapped together. Pli-20 stent can be viewed wrapped around pli-10 stent, which appears intact. It was not possible to remove stent from one another or from guidewire. Stents were placed in waterbath to disperse blood residue and potentially soften hardened blood tissue. However, after several days in the waterbath stents never became loose. Deformation was evident to the complete stent, with struts stretched and bunched. Od of stent was not possible due to the deformation. If information is provided in the future, a supplemental report will be issued.